Event description:
It was reported that during an open colectomy procedure, the stapler broke in two before using. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Cartridge fork the device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.